Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion" according to the customer: "it was reported to us that on (B)(6) at 14:00 a 550ml infusion in 24 hours, but the infusion ended in approximately 2 hours. When inspecting the equipment, our technician did not identify any malfunction or operational error."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios (B)(6): investigation: the equipment was subjected to a flow test, with a volume of 550ml for a period of 24 hours. Neither identified any deviation in flow rate and infused volume, nor evidenced any alarms throughout the analysis period. The equipment works correctly, as expected. We were unable to perform historical data evaluation of the equipment, due to a malfunction between the connection of the motherboard with hibase. However, this failure has no interference with the correct functioning of the equipment in question. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.